Event description:
18 months following cypher stent placement, the pt presents with an acute mi. The pt is electively taken to the cardiac cath lab >12 hrs after presentation. Coronary angiography reveals a 90% restenosis of the previously stented prox circumflex (cx). This is a bifurcating lesion with heavy calcification noted. Medications given <24 hrs prior to the procedure included: aspirin, beta blocker, ace inhibitors, statins, heparin,, lovenox and plavix.